Manufacturer narrative:
A service technician from a trumpf medical dealer/service partner was dispatched to investigate the incident at the user facility. The jupiter surgical table operated as intended, but an issue with the remote control caused the issue, per his report. The remote control was repaired on site and the table and remote functioned as intended. The replaced parts were discarded, so further investigation is not possible.

Event description:
A jupiter surgical table started to move into the highest position by itself during surgery. No injury was reported.